Manufacturer narrative:
The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
The event is currently under investigation.

Event description:
It was reported that during insertion of a peripherally inserted central catheters (PICC) line, the hub ruptured. Another device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patients did require additional procedures due to this occurrence . Repeat PICC line placement. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation a review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control, as well as a functional test, visual inspection and dimensional verification of the returned like devices was conducted during the investigation. The complaint device was not returned, however nineteen unopened sets consisting of four lot numbers; ns6774490 (qty 3), ns6962395 (qty 12), ns5873182 (qty 3) and ns6937646 (qty 1) were returned for investigation. For each lot examined, functional tests noted that the wire guides and stylets were too short to pass through the catheter. The stock wire guides passed completely through the catheters, confirming that they were not blocked. A leak test was performed and was unable to confirm the presence of a leak or rupture in the materials of the catheters. The physical investigation tested for as many failures as possible on all returned devices and no failures were identified. Dimensional analysis confirmed that all devices were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. It was concluded that the device aspect in question was visually and functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for these lot numbers. Based on the information provided, examination of like product and the results of our investigation, a definitive cause could not be determined. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.